Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was on (B)(6) 2015. Blood glucose at the time of admission was 499 mg/dl. The customer's mother stated the customer's tubing was kinked while they were sleeping, causing them to have high blood glucose. The customer was treated with an IV of fluids and with their insulin pump for their high blood glucose. The customer's mother declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.